Event description:
Procedure type: urological. According to the reporter: the pt underwent an urological repair for treatment of stress urinary incontinence. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. The device remains implanted.

Manufacturer narrative:
(B)(4).